Event description:
Customer reported that the insulin pump alarmed button error and the act button is not responding. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarms were noted during testing. The act button did not respond due to flattened button dome switch. The device had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.